Event description:
It was reported that an I-pump would not infuse prior to the first clinical use of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was visually and functionally tested per product specifications. The reported condition of "would not infuse" was confirmed in the event history as an f12 alarm code. The cause of the reported problem was not identified. No repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.